Event description:
On (B)(6) 2019, while in surgery the dr removed and reused/reimplanted my left breast implant. My breast is painful, swollen, hot to the touch and my dr has just referred me to an oncologist. FDA safety report ID# (B)(4).